Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "autotfill failure alarms" issue. The fse conducted a purge process of safety disk and crm. After purging the unit of moisture, unit was inspected, drained and fill line was completely cleared. The iabp was ran for 45 hours since last preventative maintenance (pm). The fse unable to explain root caused of excessive moisture build up which is likely the caused of the autofill failure. The fse re-checked offset. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site is (B)(6) medical center.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an ¿autofill failure¿ alarm. In addition, the facility¿s biomedical engineer reported that an excessive amount of moisture was observed coming out of the safety disk port during performance pressure test. No patient harm, serious injury or adverse event was reported.